Event description:
Boston scientific received information that this entire system was explanted due to erosion. The patient was seen in the hospital for an unrelated issue when it was noted that the device had eroded through the patient's skin. A temporary pacing system was implanted until the results of a culture was determined that there was no infection present. A new system was later successfully implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned with setscrew marks noted on the terminal pin, but not on the ring of the lead. There were deformed coils with some insulation puncture marks noted, most likely due to a grabbing tool used during the explant procedure. There was dried bodily fluid found in the helix housing and the helix was retracted. The clinical observation of erosion could not be confirmed by this analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.